Manufacturer narrative:
Device not made available for testing.

Event description:
It was reported the unit difficult to load/unload the cot in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.